Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that an ilet shut off when removed from the charger despite indicating a 99% charge and repeatedly restarted only when placed back on the charger; software was confirmed up to date and a replacement was arranged. Symptoms included no injury, no hypoglycemia, and no hyperglycemia. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview, troubleshooting guidance to shut down the device to prevent further alerts, confirmation of shipping a replacement, and instructions to return the original device. Investigation of this device did not reveal a suspected device power or battery performance issue associated with device shutdown on battery power. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to charging that necessitated replacement.¿